Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported bad air in line sensor was confirmed and reproduced through evaluation as a "reload set" alarm. Evaluation also found the upper fluid number from the upstream sensor to be out of specification. This alarm was caused by a failing upstream sensor. The upstream sensor and pusher were replaced.

Event description:
It was reported that a spectrum pump had a "bad ail sensor". It was also reported that there was no patient injury.